Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to report/confirm the issue and observed that the cover magnet between the pin roller and the pump head had fallen out. The pin roller was found to be damaged. A loan device was provided and the damaged pump was removed from service to undergo a pump head replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury.